Event description:
Customer reported that the needle cover does not line up with the lock and when you close it you get blood splatter. You must manually push the needle so the cover will close, taking a chance on getting stuck with the needle and causing blood splatter. No information was received regarding any serious injury as a result of this product malfunction.